Event description:
The facility reported a colleague infusion pump with a failure code of 808:06. It is unknown when this condition occurred. According to the hospital representative, no patient injury or medical intervention had been reported related to the device. This is involving a pump with software version 5.04.00 which is categorized as unremediated. No additional information is available. During review of the event history by baxter it was determined that the reported condition occurred 2x on (B)(6) 2010 during delivery causing an interruption of delivery.

Manufacturer narrative:
The reported condition of failure code 808:06 was confirmed but not duplicated due to a faulty phm channel a. The phm on channel a was replaced to correct the reported condition. Should additional information become available, a follow up medwatch will be submitted. (B)(4).

Manufacturer narrative:
(B)(4). Additional information: baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. A service history review revealed no previous service events were related to the reported condition.